Event description:
The pt was revised because of dislocation.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history record was also not possible as the lot code required for retrieval was unavailable. It is reported that the depuy liner was implanted with a competitor manufactured femoral head. This use with depuy product is not recommended. The investigation could not verify or identify any evidence of product contribution to the reported event with the info available. Based on the investigation, the need for corrective action is not indicated.